Manufacturer narrative:
Correction: h6 health effect - clinical code.

Event description:
Voluntary medwatch received states the left ventricular lead had fractured. The lead was explanted.

Manufacturer narrative:
The information in sections d4 - serial number, d4 - lot number, d4 - primary unique device identification (UDI) number, d4 - expiration date, and h4 - device manufacture date cannot be provided as a product identifier and the initial reporter information could not be obtained. Voluntary event report was received. Medwatch: mw5154195.